Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting the right atrial (ra) lead and right ventricular (rv) lead into the header of this pacemaker. Noise was observed with the leads were inserted. Additional force was needed to completely insert the leads into the header. The system was successfully implanted. No adverse patient effects were reported.